Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use for a planned treatment when the issue occurred and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting memory full error. The fse performed data consistency test of ippc and recreated the image store. After performing dbs of ippc and recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.